Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and it was discovered occlusion was caused by a crack on cartridge adjacent to o-ring. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 180 units of insulin during the load sequence. Customer changed the cartridge and successfully resumed insulin delivery. Customer's blood glucose level was 193 mg/dl.